Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) was found to be in monitor only mode (the ICD will monitor arrhythmias but will not deliver therapy) at a routine follow-up examination. This same ICD had been found in monitor only in september of 1995; this event was not previously reported to cpi. Note: the ventak prx physician's manual (cpi publication 352927) p 74 states: '...patients should avoid equipment or situations where their device would be exposed to strong (>10 gauss) magnetic fields.' This ICD falls under FDA safety alert FDA # n030/031-5. The physician was notified on 4/18/95.